Event description:
It was reported that the patient was experiencing pain at the ipg site. It was also reported that the patient was having inadequate stimulation. The patient underwent an explant procedure.